Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment and no anomaly was detected. The battery was returned to the vendor. No anomaly was reported that would deplete the battery. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device had reached eol prematurely. The device was explanted and replaced.